Manufacturer narrative:
(B)(4): evaluation revealed that the ok keypad symbol was worn and there was no physical damage to the keypad. The up, down, contrast and ok buttons responded appropriately. The keypad was removed and contamination was found under all buttons. (B)(4). Device history record review was conducted on (B)(4) 2012 with the following findings.animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed contamination under all key contacts. This report is made based on results of investigation completed on (B)(6) 2013.